Event description:
I was prescribed medihoney for a wound I have due to stage 4 breast cancer skin metastasis. After using the product, I developed an infection in the wound and had to be hospitalized. I used chatgpt to organize the details of my records ¿ see below. Thank you. Primary diagnosis: triple-negative breast cancer (on immunotherapy, ipi-nivo protocol) relevant history: wound care with medihoney wound & burn dressing (catalog #31815, lot 2450). Purchase: (B)(6) 2025 at (B)(6). Receipt available. Prescribing physician: dr. (B)(6), md, wound care, (B)(6). Planned cancer treatment oncologist: dr. (B)(6) ((B)(6) hospital). Treatment: ipilimumab + nivolumab (ipi-nivo). Planned start date: (B)(6) 2025. Change: therapy delayed due to acute infection requiring hospitalization. Actual start date: (B)(6) 2025 (two-week delay). Infection timeline first hospital stay. Hospital: (B)(6) hospital - dates: (B)(6) 2025. Reason: severe wound infection after medihoney use. Cultures ((B)(6) 2025): o heavy pseudomonas aeruginosa (two strains) o moderate enterococcus faecalis o moderate methicillin-sensitive staphylococcus aureus (mssa) o moderate actinotignum schaalii (ast not performed) o heavy bacteroides fragilis o moderate slackia (pepto streptococcus) exigua o 75,000 - 99,000 cfu/ml klebsiella variicola. Treatment: began with IV vancomycin, switched to IV zosyn (piperacillin/tazobactam) when cultures finalized. Second hospital stay. Hospital: (B)(6) hospital- dates: august (B)(6) 2025. Reason: fever recurrence, concern for persistent/recurrent wound infection. Cultures ((B)(6) 2025): o many staphylococcus aureus o moderate enterococcus faecalis o many pseudomonas aeruginosa o moderate enterobacter cloacae complex. Treatment: discharged on augmentin and ciprofloxacin. Impact of infection. Direct result of product use: severe polymicrobial bacterial infection with unusual gut and anaerobic organisms, consistent with sterility breach. Hospitalizations: two inpatient stays ((B)(6) 2025). Treatment delay: ipi-nivo immunotherapy delayed by two weeks ((B)(6) 2025). Risk: infection directly interfered with cancer treatment timeline and required prolonged IV antibiotics and hospitalization. Supporting evidence. Product: medihoney wound & burn dressing, catalog #31815, lot 2450. Purchase: (B)(6) 2025, (B)(6) (receipt available). Hospital records: available (discharge summaries, culture results). Summary this case represents a serious adverse event likely related to medihoney wound & burn dressing (lot 2450). The infection required two hospitalizations, IV antibiotics, and caused a two-week delay in critical cancer immunotherapy treatment. This event aligns with the risks identified in the FDA class ii recall (catalog #31815) and the integra field safety notice (august 2025) covering medihoney wound and burn products due to sterility concerns. I hope the format I sent the information in is ok. Please reach out if you need further information. Thank you.